Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/20/2020. A manufacturing record evaluation was performed for the finished device batch peh715, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis unopened samples of product code w8704, lot peh715. The complaint sample was not returned for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain device return for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was procedure successfully completed without any patient consequence? Was there any surgical or medical intervention required for the surgeon? Sample return status?

Event description:
It was reported that the patient underwent a shunt procedure in 2020 and the suture was used. It was reported that during suturing in shunt patient, the suture continue broken and patient¿s blood spray surgeon¿s face. Additional information has been requested.